Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 400 mg/dl. During troubleshooting with tandem technical support (cts), customer load a new cartridge. Customer acknowledged. Multiple attempts were made by cts to determine if the issue persisted; however, no additional information regarding this event was provided.